Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08680 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not operating as designed. The customer stated that they had been changing the insulin and all kinds of settings for the last 2 days together with the healthcare professional, but the blood glucose did not really go down. The customer's blood glucose was 320 mg/dl and the high blood glucose persisted after the set change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.